Manufacturer narrative:
Per the t:slim user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date and time settings were inaccurate. The customer had experienced low blood glucose (bg) levels (30 - 60 mg/dl range) during the night due to the time settings. Customer consumed carbohydrates to address low bg level. Review of the pump data by tandem customer technical support (cts) revealed that the changes to the pump time and date had been performed via user interaction. Cts educated the contact regarding pump time/date settings and contact acknowledged. Cts assisted contact with setting the pump date and time to the correct local time/date.